Event description:
"Dealer states, chair will not move forward, only left, right and reverse. Got worse over time." Qt (B)(4).

Manufacturer narrative:
No RMA has been initiated for this issue. Model m51prsold20r, serial number/date code (B)(4) is approximately 3 years old. The owner's manual part number 1125085 rev was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Chair will not move forward. Quote was given for a new joystick.